Event description:
Lead management case to remove one non-functional lead and one lead with extruded cables. An lld ez was inserted into the ra (1688) lead, using a 12fr glidelight the lead was extracted successfully with little difficulty. An lld ez was then inserted into the rv (7001) lead with extruded cables but was only able to be inserted up to the area were the cables were exposed. The physician began lasing with a 12fr glidelight making steady progress to the svc coil where progress slowed. At that time the physician made the decision to size up to a 14fr glidelight with visisheath. Upon reaching the area of extruded cables the anesthesiologist noted a pericardial effusion and the blood pressure began to decline. A sternotomy was performed revealing an injury at the svc/ra junction. The injury was repaired successfully; however upon further evaluation through tee the tricuspid valve was noticed to be flailing and was also repaired. The patient survived intervention. The extracting physician stated that the tricuspid injury was likely caused from the removal of the lead through traction since the laser catheter was unable to advance past the svc/ra junction and that he suspected that the extruded cables of the rv lead may have grown into the vessel wall causing the tear during extraction.

Manufacturer narrative:
Both the 12fr glidelight and the 14fr glidelight involved in this case were returned for evaluation, in both evaluations no issues or problems were noted with either laser catheter. However the lead that was involved in the adverse event was also returned to spnc, it was observed that the lead had several extruded cables and likely was the cause or co-contributor.